Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges connector piece from the head set is lost. Caller reported she could not connect the tube on the cannula housing. No adverse event reported. Requested return of the alleged device for evaluation.